Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00343 /- 00699).

Event description:
It was reported the patient underwent total elbow arthroplasty on (B)(6) 2012. Subsequently, radiographs revealed a loose screw floating near the medial condyle. A revision procedure was performed on (B)(6) 2015 to remove the loose screw and due to a loosening of the humeral component. The humeral component, condyle kit and screws were removed and replaced.